Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and five batteries (B)(6)) were returned for e valuation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Visual inspection of the returned controller revealed contamination within power port one and power port two. This is an additional observation not related to the reported event, likely due to the handling of the device. Failure analysis of the returned controller revealed bent pins within power port two of the controller. The bent pins did not allow a power source to properly connect to the controller. Additionally, visual inspection revealed that the controller center pin guide of power port two was missing. Failure analysis of (B)(6) revealed worn battery connectors. The damage that was observed did not affect the functionality of the device; the batteries were able to adequately connect to and power a controller. Failure analysis of (B)(6) revealed damage to the outer sheath of the connector cable. Additionally, visual inspection revealed a worn connect or and the battery was found to have a controller center pin guide lodged in the connector. After the controller center pin guide was removed from the connector, the battery was able to have a secure electrical and mechanical connection with the test controller. As a result, the reported event was confirmed. The most likely root cause of the observed worn connectors of the batteries, damaged outer sheath of the connector cable and the center pin guide detached from the controller connector can be attributed, but not limited, to the handing of the device. The most likely root cause of the reported poor mechanical connection between the batteries and the controller can be attributed to a misalignment between the power port and battery output connector. CAPA (B)(4) was opened to investigate bent/damaged pins with controller 2.0. Additional products: d4: serial #: (B)(6) d10: yes, return date: 30-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) d10: yes, return date: 30-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) d10: yes, return date: 30-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) d10: yes, return date: 30-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6) d10: yes, return date: 30-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 27-apr-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 22-feb-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 27-apr-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 27-apr-2018, labeled for single use: no, (B)(4); brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2019 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 27-apr-2018, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power ports with poor mechanical connection and five batteries exhibited poor mechanical connection associated with an inability to connect to the controller due to bent pins. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.